Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal bleeding (general)"), loss of consciousness ("black out") and neoplasm malignant ("cancer") in a 27-year-old female patient who had essure (batch no. 696931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included morbid obesity, low back pain, abdominal pain, acne, eyelid vellus hair changes, tiredness and menstrual flow altered. In 2010, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches / head pain") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), night sweats ("night sweats"), dizziness ("dizzy spells"), abdominal pain upper ("severe cramping in my stomach on both sides"), menstrual disorder ("abnormal menstrual cycles"), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("ruptured disc"), insomnia ("can not sleep"), mobility decreased ("bed stricken and cannot provide or even interact with the children"), pain ("pain/I am hurting too bad"), hirsutism ("hair grows on chin"), dysphonia ("voice change"), alopecia ("hair loss"), rash ("rashes or skin conditions type: rashes on my stomach and legs"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and constipation ("constipation"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced dysgeusia ("psychological or psychiatric problems condition: it tastes as if I have a penny in my mouth at all times"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced sensitivity of teeth ("dental problems chipping of teeth"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), hair disorder ("hair changes"), abdominal distension ("abdominal swelling"), spinal pain ("spinal pain"), pain in extremity ("feet pain"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection and vaginal infection had resolved, the pelvic infection, genital haemorrhage, loss of consciousness, neoplasm malignant, intervertebral disc protrusion, insomnia, mobility decreased, pain, abdominal pain lower, fatigue, hair disorder, hirsutism, dysphonia, alopecia, vaginal haemorrhage, menorrhagia, dysgeusia, rash, bladder disorder, migraine, headache, nausea, dysmenorrhoea, neoplasm, teratoma, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension, sensitivity of teeth, spinal pain, pain in extremity, vulvovaginal pain and urinary tract disorder outcome was unknown and the night sweats, dizziness, abdominal pain upper, menstrual disorder, arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dizziness, insomnia, intervertebral disc protrusion, loss of consciousness, menstrual disorder, mobility decreased, myalgia, night sweats and pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, constipation, cystitis, dysgeusia, dysmenorrhoea, dysphonia, fatigue, genital haemorrhage, hair disorder, headache, hirsutism, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pain in extremity, pelvic infection, pelvic pain, rash, sensitivity of teeth, spinal pain, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts. Coils 3 in right and 3 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: no significant abnormality identified on 2015 hysterosalpingogram should done. On (B)(6) 2010 transvaginal ultrasound should unremarkable pelvic ultrasound, echogenic foci in the uterine cornuae consistent with known essure placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, lower abdominal pain, weight increased , fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hair grows on chin/voice change/hair loss, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary track/ vaginal, infection (other) describe: pelvic, psychological or psychiatric problems condition: it tastes as if I have a penny in my mouth at all times, rashes or skin conditions type: rashes on my stomach and legs, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: I don't know, vaginal discharge, vision/eye problems type: blurred vision, weight gain / loss specify which one: weight gain, spinal pain, feet pain, vaginal pain, gastrointestinal or digestive system condition type: constipation/abdominal swelling. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal bleeding (general)"), loss of consciousness ("black out") and neoplasm malignant ("cancer") in a 27-year-old female patient who had essure (batch no. 696931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included morbid obesity, low back pain, abdominal pain, acne, eyelid vellus hair changes, tiredness and menstrual flow altered. In 2010, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches / head pain") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), night sweats ("night sweats"), dizziness ("dizzy spells"), abdominal pain upper ("severe cramping in my stomach on both sides"), menstrual disorder ("abnormal menstrual cycles"), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("ruptured disc"), insomnia ("can not sleep"), mobility decreased ("bed stricken and cannot provide or even interact with the children"), pain ("pain/I am hurting too bad"), hirsutism ("hair grows on chin"), dysphonia ("voice change"), alopecia ("hair loss"), rash ("rashes or skin conditions type: rashes on my stomach and legs"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and constipation ("constipation"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced dysgeusia ("psychological or psychiatric problems condition: it tastes as if I have a penny in my mouth at all times"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems : chipping of teeth"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), hair disorder ("hair changes"), abdominal distension ("abdominal swelling"), spinal pain ("spinal pain"), pain in extremity ("feet pain"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection and vaginal infection had resolved and the pelvic infection, genital haemorrhage, loss of consciousness, neoplasm malignant, night sweats, dizziness, abdominal pain upper, menstrual disorder, arthralgia, myalgia, intervertebral disc protrusion, insomnia, mobility decreased, pain, abdominal pain lower, fatigue, hair disorder, hirsutism, dysphonia, alopecia, vaginal haemorrhage, menorrhagia, dysgeusia, rash, bladder disorder, migraine, headache, nausea, dysmenorrhoea, neoplasm, teratoma, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension, tooth fracture, spinal pain, pain in extremity, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dizziness, insomnia, intervertebral disc protrusion, loss of consciousness, menstrual disorder, mobility decreased, myalgia, night sweats and pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, constipation, cystitis, dysgeusia, dysmenorrhoea, dysphonia, fatigue, genital haemorrhage, hair disorder, headache, hirsutism, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pain in extremity, pelvic infection, pelvic pain, rash, spinal pain, teratoma, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts. Coils 3 in right and 3 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: no significant abnormality identified. On 2015 hysterosalpingogram should done. On (B)(6) 2010 transvaginal ultrasound should unremarkable pelvic ultrasound, echogenic foci in the uterine cornuae consistent with known essure placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, lower abdominal pain, weight increased , fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction following company internal coding review. The event "dental problems : chipping of teeth" was recoded to meddra llt tooth fracture. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal bleeding (general)"), loss of consciousness ("black out") and neoplasm malignant ("cancer") in a 27-year-old female patient who had essure (batch no. 696931-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included morbid obesity, low back pain, abdominal pain, acne, eyelid vellus hair changes, tiredness and menstrual flow altered. In 2010, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches / head pain") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), night sweats ("night sweats"), dizziness ("dizzy spells"), abdominal pain upper ("severe cramping in my stomach on both sides"), menstrual disorder ("abnormal menstrual cycles"), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("ruptured disc"), insomnia ("can not sleep"), mobility decreased ("bed stricken and cannot provide or even interact with the children"), pain ("pain/I am hurting too bad"), hirsutism ("hair grows on chin"), dysphonia ("voice change"), alopecia ("hair loss"), rash ("rashes or skin conditions type: rashes on my stomach and legs"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and constipation ("constipation"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced dysgeusia ("psychological or psychiatric problems condition: it tastes as if I have a penny in my mouth at all times"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems : chipping of teeth"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), hair disorder ("hair changes"), abdominal distension ("abdominal swelling"), spinal pain ("spinal pain"), pain in extremity ("feet pain"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection and vaginal infection had resolved and the pelvic infection, genital haemorrhage, loss of consciousness, neoplasm malignant, night sweats, dizziness, abdominal pain upper, menstrual disorder, arthralgia, myalgia, intervertebral disc protrusion, insomnia, mobility decreased, pain, abdominal pain lower, fatigue, hair disorder, hirsutism, dysphonia, alopecia, vaginal haemorrhage, menorrhagia, dysgeusia, rash, bladder disorder, migraine, headache, nausea, dysmenorrhoea, neoplasm, teratoma, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension, tooth fracture, spinal pain, pain in extremity, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dizziness, insomnia, intervertebral disc protrusion, loss of consciousness, menstrual disorder, mobility decreased, myalgia, night sweats and pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, constipation, cystitis, dysgeusia, dysmenorrhoea, dysphonia, fatigue, genital haemorrhage, hair disorder, headache, hirsutism, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pain in extremity, pelvic infection, pelvic pain, rash, spinal pain, teratoma, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts. Coils 3 in right and 3 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: no significant abnormality identified on 2015 hysterosalpingogram should done. On (B)(6) 2010 transvaginal ultrasound should unremarkable pelvic ultrasound, echogenic foci in the uterine cornuae consistent with known essure placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, lower abdominal pain, weight increased , fatigue. Lot number reported (696931) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and loss of consciousness ("black out") in a (B)(6) female patient (gravida -1, para -1) who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), night sweats ("night sweats"), dizziness ("dizzy spells"), abdominal pain upper ("severe cramping in my stomach on both sides"), menstrual disorder ("abnormal menstrual cycles"), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("ruptured disc"), insomnia ("can not sleep"), mobility decreased ("bed stricken and cannot provide or even interact with the children") and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue") and hair disorder ("hair changes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of consciousness, pain, abdominal pain lower, fatigue and hair disorder outcome was unknown and the night sweats, dizziness, abdominal pain upper, menstrual disorder, arthralgia, myalgia, intervertebral disc protrusion and insomnia outcome was unknown. The reporter considered abdominal pain lower, fatigue, hair disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dizziness, insomnia, intervertebral disc protrusion, loss of consciousness, menstrual disorder, mobility decreased, myalgia, night sweats and pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated, lawyers added (legal case), events lower abdominal pain, fatigue, hair changes, pelvic pain were added, patient had surgery to remove the essure implant on (B)(6) 2016, case upgraded to incident category. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.